Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by email. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, a patient is exhibiting toxic anterior segment syndrome (tass) symptoms. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: an investigation has been previously conducted, which shows no evidence of tass related to our product. Additional information was provided, which indicated an unspecified cartridge was used with an unknown handpiece and two viscoelastics were used. It is unknown if the qualified viscoelastic was used with this lens/cartridge combination. Not enough information was provided to conduct a review on the unspecified cartridge lot. The product investigation could not identify a root cause. It is unclear how the product could have contributed to this event. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the event has not resolved. The patient is still being treated. The medical intervention was unplanned. The symptoms were noted on the second postoperative day. The patient developed corneal edema and iritis. There were no cultures taken. Postoperative antibiotics and steroid drops were used.